Manufacturer narrative:
Patient's demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received for evaluation; the complaint was confirmed. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows:warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder procedure, the tip of the needle broke off and was 'probably not' retrieved. The event occurred when the surgeon was passing the needle for the third time and when piercing the supraspinatus muscle. No other devices were in use at the time of the event. The case was reported as completed successfully. No further patient or event information was provided at the time this event was reported.